Manufacturer narrative:
Investigation/testing summary: an attempt to reproduce the issue was not performed as it was not necessary to confirm issue. Issue was confirmed through database application logs. The software support team confirmed through csr and database logs that the user's mobile application was connected, uploading and in sync with carelink. Logs showed that recent uploads had made it to carelink and that the data was accessible by the user in carelink personal to generate reports. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10938952doc_p. (Most likely) root cause: most likely user's network not allowing carelink traffic to reach carelink servers. Analysis summary: informed helpline of status and they confirmed issue was resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a software error, report anomaly. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed. The customer was unable to get the data and was not sent info on real-time from the mobile application. A device restart did not resolve the issue. No harm requiring medical intervention was reported. No product return was required for mmt-6102.